Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the top case was cracked. The plunger case was cracked and the plunger was not in place. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. Visual inspection found tamper seal removed on bottom case and plunger assembly. Physical condition found chip out of front corners of top case, crack on right plunger case and missing screw insert on bottom case. Syringe plunger not in place was found intermittently during syringe test due to damaged plunger assembly. Root cause "pump dropped or mishandled by customer". Repairs done to correct the reported issue was replace top case, plunger assembly and bottom case. Performed preventive maintenance and all functional testing. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Manufacturer narrative:
Other, other text: b5: additional information: no patient involvement was reported. D10: updated. H3: updated. H6: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.